Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument (0164) for functional testing. The reload was cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy procedure, the instrument did not fire and made a crunching noise. The device was able to be fired and all of the staples were deployed. To complete the procedure, another stapler was used. No patient injury or extension in surgical time.